Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased calcium (ca) for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range for ca is 2.15-2.5 mmol/l): sample ID (B)(6) initial ca result, on (B)(6) 2024, was 1.361, repeat on another analyzer was 2.025, repeat with a different sid, on (B)(6) 2024, was 2.29 mmol/l; previous ca results on (B)(6) 2023 with sample ID (B)(6), were 1.09, 1.23, 1.44, and 1.45 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed falsely decreased calcium (ca) for one patient on an alinity c analyzer. The following data was provided (customer¿s normal range for ca is 2.15-2.5 mmol/l): sample ID (B)(6) initial ca result, on (B)(6) 2024, was 1.361, repeat on another analyzer was 2.025, repeat with a different sid, on (B)(6) 2024, was 2.29 mmol/l; previous ca results on (B)(6) 2023 with sample ID (B)(6), were 1.09, 1.23, 1.44, and 1.45 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section d4 - primary UDI number updated from (B)(4). The complaint investigation for falsely decreased alinity c calcium results included a review of data provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review determined no related trend for the issue for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 26375un23 did not identify any non-conformances or deviations with the likely cause lot. The customer retested the sample with the same reagent and result was normal. To further investigate the customer¿s issue, the historical performance of reagent lot 26375un23 was evaluated using world-wide data gathered from customers. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 26375un23 is within the established control limits, suggesting that the performance is acceptable. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for alinity c calcium reagent lot number 26375un23, was identified.